Event description:
It was reported that review of log file data revealed the controller exhibited an unexpected loss of power. The controller failed to create audio alarms when the battery was disconnected. It was noted that the display message would show up after approximately 12-15 seconds, but the audio alarm never happen. The controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: dvpa2d4 ICD implant date: (B)(6) 2024, 6935m55 lead implant date: (B)(6) 2014 .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was not returned for analysis. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the controller log files revealed a controller power-up event with an associated motor start event was logged on (B)(6) 2024 at 11:37:17, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2) with 51% relative state of charge (rsoc). The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The associated power source was lubricated prior to release. The controller was without power for 26 seconds. According to instruction of use (IFU) "if a charged battery is not connected to the controller within 20 seconds, the ¿power disconnect¿ message will be displayed on the controller display and an alarm will sound." As a result, the reported loss of power event was confirmed. The reported no power alarm sound event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported no sound event may be attributed to, but not limited to, an obstruction of the gore-tex membrane as described in the event details, and/or a faulty speaker. The most likely root cause of the remaining losses of power can be attributed to a disconnection of both power sources, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.